Manufacturer narrative:
The reported event could be confirmed (in addition to the returned sample; x-rays were also provided). The device inspection revealed the following: plate: some close ups of the screw holes, from left to right, show that the two locking holes on the left side are indeed badly damaged. The locking hole from the far right side is just slightly damaged, no damage was observed with the other holes. Screws: damages on the locking threads are clearly visible though. Test using the existing locking screws showed that the two screws from the left side could be locked but they would not hold accordingly due to the severe damages (on the plate as well as on the locking threads). The other two locking screws could be locked without any issues. No issues with the bone screws. A statement was from our medical expert and is noted below: in the postoperative x-ray we see, that the three lateral screws are tied to the lateral clavicle end. The most medial of them is fixed at the fracture location. At least the proximal cortex seems to be not intact. So, we only have five cortices which are gripped by the threads of the screw. With the movements associated with the shoulder girdle including the clavicle, that was obviously not enough to stabilize the fracture securely and lead to union. A longer plate with at least one more lateral hole would have been better, knowing the result of the treatment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user/patient related. The exact cause of the failure could not be determined as no further details could be obtained. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "treated revision surgery due to back out of screws. Replaces plate the screw."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "treated revision surgery due to back out of screws. Replaces plate the screw."